Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -18.0/+1.5/053 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to angle closure with elevated iop. The reporter stated that the patient developed dense ac fibrinous inflammatory reaction, secondary glaucoma and right from implantation complained of severe pain, watering and vomiting. Patient was under steroids. It was reported that he problem has resolved. Cause of event was unknown.

Manufacturer narrative:
Corrected data: h6 - patient code 3191: no code available (angle closure, steroids). Claim#: (B)(4).

Manufacturer narrative:
H3- device evaluation : lens was returned dry in a micro-centrifuge vial. Visual inspection found a torn haptic and residue on the lens. Claim #(B)(4).